Event description:
It was reported that the subject device had pink screen. This issue occurred during set up / inspection for use (before patient in room). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, the image is purple (pink). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the pink screen is due to the r-unit (charged coupled device) is broken and therefore the image is purple (pink). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.